Manufacturer narrative:
No blank display noted during testing. Device received with unresponsive keypad assembly due to corrosion. During visual inspection, found the keypad assembly corroded. Unable to perform displacement test and self test due to corroded keypad. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected trace pointers are invalid noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alert. The customer¿s blood glucose level was unknown. The customer stated that they tried pressing the buttons but hey got stuck button alarm. The customer changed the battery but the insulin pump received a pump error alarm and the display screen went blank. Troubleshooting was performed the customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.